Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Nicks were observed on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition.

Event description:
According to the reporter: during laparoscopic appendectomy procedure, the device was stapled the line incomplete. To finish the procedure, the surgeon hand sewn the opening where the appendix was taken off. No patient injury has been noted.